Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio 2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation as the patient was unable to be contacted, despite numerous attempts in order to obtain additional information. The patient reported that the alleged inaccuracy occurred on an unspecified date around one month before the alert date of (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿18.8mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took an additional 7units of humalog insulin as a result of the alleged high result on the subject meter. The patient reported that an unspecified period of time before the alleged product issue occurred they developed symptoms of ¿shaking and dizziness¿. It is not known what treatment, if any, the patient took in response to these symptoms. The patient also noted that they had measured their blood glucose on another unspecified device about one week before the alert date and a result of ¿4.6mmol/l¿ was obtained at this time. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.